Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The visual evaluation of the received knee scorpion ar-12990 with batch 15323014 did not show any external damages. However, during functional testing with a test needle (ar-12990n, batch 12937484) revealed the needle could not be completely inserted (see evaluation pictures 1 + 2). This indicates a blockage of the cannulation which is probable due to a broken fragment of the used needle inside the shaft. The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the needle broke inside the instrument ar-12990 (lot: 15323014). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.